Event description:
It is reported that when operating the box, it only contained the empty plastic container. The plastic container also did not have the usual sealed sterile cover on it.

Manufacturer narrative:
This report will be amended when our investigation is complete.